Event description:
(B)(6) / this baby has had a tube since day one. He has been in and out of several hospitals since he has been born. The trips are like 2-3 times a month because the tube keeps breaking off in his little body. Now they are leaking and causing the acid to burn his little body . This is just totally disgusting and the product needs to be recalled. My grandson's girlfriend just found a case where this happened as far back as 8 yrs ago and apparently nothing has been done. / product details: 6-1222-isosaf. Applied medical technology.